Event description:
The telemetry monitoring system and the ICU central monitor went out of service for approximately 1 1/2 hours. The biomedical engineer arrived and was able to restore service after identifying a faulty uninterrupted power surge unit. There were 31 telemetry pts whose monitoring was interrupted. There were no reported pt injuries from the interruption of monitoring.